Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the therapy cable was not recognized. The issue was caused by the therapy connector. The therapy connector was replaced and the device passed functional and performance testing and was returned to the customer. During further evaluation of the removed therapy connector, it was observed that internal therapy cable was spliced open and no longer making contact. The root cause of the issue was damaged internal therapy cable.

Event description:
Physio-control received a report of a non-critical issue. While evaluating, physio found that the therapy cable was not recognized. There was no report of patient involvement in this event.